Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of air in line. The root cause was determined to be a loose line, causing the air in line alarm to occur. A baxter repair technician tighten the line and performed calibratation and testing to resolve this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced air in line all the time. It is unknown when this event occurred. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.